Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer's centrifugation time appeared to be very short compared to the tube manufacturer's instructions. The analyzer alarm trace did not contain any conspicuous alarms. A general system or reagent-related issue could be excluded as the calibration and qc data were acceptable.

Event description:
There was a report of questionable lipc lipase results from the cobas 6000 c501 module compared to a vitros analyzer. The initial result was 406 u/l with a data flag. The automatic repeat result with a 1:10 dilution was 502.8 u/l. The repeat result with an external manual 1:10 dilution was 480 u/l. The same sample was tested on a vitros analyzer and the result was around 1700 u/l. With an external manual 1:10 dilution, the result was 260 u/l. The result of 406 u/l was reported outside of the laboratory. The reagent lot number was 58197401 with an expiration date of 30-sept-2022.